Event description:
It was reported that the patient experienced diaphragmatic stimulation with their implantable pacing lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant medical products: 1458q75 st. Jude lead, implanted: (B)(6) 2014. (B)(4).